Event description:
A report received from (B)(4) stated an 840 ventilator experienced a device alert which rendered the device inoperable while being used on a patient. The patient was removed and placed on an alternate ventilator. There was no report of patient injury as a result of the event.

Manufacturer narrative:
This report is currently being investigated, as additional information is received a supplemental report will be issued. (B)(4).